Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was issued via remote patient monitoring for a high, out-of-range pacing lead impedance measurement on this cardiac resynchronization therapy pacemaker (crt-p). The caller also had questions about the pacing percentage. Boston scientific technical services (ts) discussed options for optimizing programming. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to submit additional information regarding engineering review and analysis of clinical observations.